Event description:
The account alleged the bed has no hi/low function from anywhere and when he hit the trend function the bed went to high position and stopped.

Manufacturer narrative:
The account adjusted the trend engage switches to repair the bed.